Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4), UDI#: (B)(4). The field generator was returned to the manufacturer for analysis. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. The reported problem could not be replicated and the device was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the emitter was not picking up the patient tracker. There was no noise coming from the emitter and a system reboot did not resolve the issue. There was no patient present at the time of the event. On 2019-dec-18 additional information received. The manufacturer representative was unable to replicate the issue. The emitter was replaced because the site was nervous to use the system. The issue re-occurrence will be monitored.